Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical eval. The customer was unable to provide the manufacturer with the lot number of the liberty cycler set used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found four lot numbers shipped to the customer during that time period. All product has been sold and distributed, therefore, a sample from the same lot's is not available for eval. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius liberty cycler set caused, contributed to or was a factor in the reported event.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records confirmed peritonitis (gram negative) which was treated with ceftazadime and vancomycin. Although this type of peritonitis is unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination, bowel contamination or exit site infection.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis. On follow-up the pd nurse reported the patient was being treated with ceftazidime for cloudy effluent. Treatment was changed to vancomycin after a further culture result. Culture results were requested.